Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic left inguinal hernia repair. Event description: the surgeon told me that when he inserted the camera into the kii trocar c0r47, he felt like it was difficult to navigate the camera through the trocar, as it seemed hard to move through the seal. He explained me that prior inserting the camera, he placed a gauze through the trocar and then found difficult to go through. I explained that our trocar have seals that are lubricated in order to facilitate the in and out movement of the camera. He mentioned that possibly going with a gauze can lead to compromise the good seal. Additional information received from an applied medical representative via email on 06jan25: fenestrated handle was confirmed as forceps. Type of intervention: he continue the procedure and did not change the trocar. Patient status: no injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic left inguinal hernia repair. Event description: the surgeon told me that when he inserted the camera into the kii trocar c0r47, he felt like it was difficult to navigate the camera through the trocar, as it seemed hard to move through the seal. He explained me that prior inserting the camera, he placed a gauze through the trocar and then found difficult to go through. I explained that our trocar have seals that are lubricated in order to facilitate the in and out movement of the camera. He mentioned that possibly going with a gauze can lead to compromise the good seal. Additional information received from an applied medical representative via email on 06jan25: fenestrated handle was confirmed as forceps. Additional information received from an applied medical representative via email on 08jan25: there was no difficulty inserting the obturator into the cannula. There was no difficulty removing the obturator from the cannula. Type of intervention: he continue the procedure and did not change the trocar. Patient status: no injury or illness was reported.